Event description:
Additional information was received that complete heart block (chb) occurred following the implant of the non-medtronic valve. Additionally, it was highly anticipated that a permanent pacemaker would need to be implanted following the transcatheter aortic valve replacement (tavr) procedure due to the patient's pre-existing rbbb.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that prior to the implant procedure of a transcatheter valve the patient had a previous right bundle branch block (rbbb) and was high risk for a pacemaker prior to the implant. During the attempted implant, the valve was deployed and recaptured six times due to positioning difficulties as the valve was either above the annulus, or 10 millimeters (mm) too deep. Subsequently, the system was withdrawn from the patient, and a non-medtronic transcatheter valve was used to complete the procedure. It was noted that a 20-30 minute procedural delay. Per the physician, the patient's calcified anatomy and horizontal aortic root contributed to the positioning difficulties. Following the implant procedure, a permanent pacemaker was implanted due to an unspecified conduction disturbance.